Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). Additional information received indicated that the valve was implanted on (B)(6) 2021 and was reconstructed with the same peritoneal catheter on (B)(6) 2021. The hakim peritoneal catheter was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The peritoneal catheter was not returned for evaluation (remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00359. A physician reported a hakim peritoneal catheter was implanted to a patient via l-p shunt on unknown date. The ventral drainage deviated into the abdominal wall, resulting in abdominal wall edema and it was reconstructed using the same peritoneal catheter. The patient was stable and recovering. No further information was provided by hospital.